Event description:
It was reported that the infusion ran one minute short. The infusion was set to run for 60 minutes., but only ran for 59 minutes. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : device eval by manufacturer?

Event description:
It was reported that the infusion ran one minute short. The infusion was set to run for 60 minutes., but only ran for 59 minutes. There was patient involvement but no harm.